Event description:
It was reported that post angioplasty placement procedure in the sfa /pop through femoral, the device allegedly could not be removed from the sheath / scoringwires. It was further reported that the scoringwire found to be worn out. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2023).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 035 device was returned for evaluation. No anomalies were noted to the device. An in-house guidewire was able to insert without issues. The balloon was attempted to be inserted through an in-housed sheath but was unable to be to inserted. The device scoring wires were then measured and found to be 1.8cm off the deflated balloon, which is outside of spec per mpb567 rev. 12. The investigation remains inconclusive for the reported difficult to remove, as the device was unable to be inserted through the sheath due to the deformation of the scoring wires, therefore the investigation is confirmed for the reported scoring wire deformation, as the wires were identified to be off the balloon outside of specification. It is possible the difficulty removing led to the deformation of the device scoring wires. However, a definitive root cause for the reported difficult to remove and scoring wire deformation could not be determined based upon the provided information labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a angioplasty procedure in the sfa /pop through femoral, the device allegedly could not be removed from the sheath. It was further reported that the scoringwire found to be worn out. There was no reported patient injury.